Manufacturer narrative:
(B)(6). Date of event of (B)(6) 2015 was reported. It is unknown if that was when the fracture occurred or when it was discovered. Additional product codes: hty, jdw, hrs. Manufacturing location: (B)(4). Manufacturing date: 24september2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was being performed on (B)(6) 2015, because a patient with a distal femoral 5.4 condylar plate had a periprosthetic fracture between two implants; the synthes condylar plate and the non-synthes hip nail. Upon removal of the plate a longer plate was implanted that overlapped the hip nail. There was no surgical delay reported and the procedure was completed successfully. (B)(4).